Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot number 01538 was returned and analyzed. Visual inspection of the balloon catheter showed it was inserted into the 4fc12 sheath with lot number 0010523930. After retraction and disinfecting the balloon catheter, smart chip verification indicated the balloon catheter was used for four applications on the date of the event. The balloon catheter passed the performance test as specification. During the inflation and ablation phase a bend was observed on the guidewire lumen inside the balloon segment. Dissection showed the guidewire lumen was kinked inside the balloons 1.41 inches from the tip of the balloon catheter. Pressure testing did not show any breach at the balloons or the guidewire lumen. In conclusion, the balloon catheter failed the returned product inspection due to a guidewire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturers investigation.